Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, approximately one hour after the device was implanted, the patient experienced syncope and asystole. It was noted that the device had a pacing issue and remains in use. No further patient complications have been reported as a result of this event.